Event description:
The event is reported as: alleged issue: as reported by the complainant unable to remove protective cover from the needle point cautery to control the bleeding. No pt injury reported.

Manufacturer narrative:
Per device history report (DHR) review, investigation did not show issues related to this complaint. Assessment was conducted and no changes required. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Complaint cannot be confirmed since the sample was not available for investigation, however, we will continue to monitor and trend relating complaints.